Event description:
Note: this report pertains to the fifth of five devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-1607, 3005099803-2008-1481, 3005099803-2008-1482, and 3005099803-2008-1483 for a description of the other device. It was reported to boston scientific that during an esophagogastroduodenoscopy (egd) procedure each time the resolution hemostatic clip device was opened, it fell off of the catheter into the patient. There were five occurrences of the resolution hemostatic clip device falling off of the catheter. The procedure was successfully completed with a different type of clip device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The suspect device is not available for return. A device evaluation cannot be performed. The cause of the reported malfunction is undetermined. Product unavailable for analysis